Event description:
It was reported that there was a problem when interrogating the pump. Reporter stated that the appropriate application or programmer was being used. The programmer would display a green light for a short time and then yellow. The patient had a positive trial, but since the implant had complained that "the pump had not been working quite right". The healthcare provider indicated that it was unclear what complaints were psychologically related and which were pump or system related. The reporter stated that the catheter had been replaced "some time ago". The healthcare provider had not seen the patient for "some time" and other people that saw him recently told the healthcare provider that the pump was not working. The medication in the pump was baclofen

Event description:
It was reported that the patient was going to be moved from the current environment and telemetry would be attempted again. The patient would have an x-ray to confirm pump position and orientation if telemetry could not be established. All follow-up information regarding the patient¿s catheter replacement will be sent in a separate manufacturer¿s report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8840 serial# unknown. Product type physician programmer product ID, 8709sc lot# n184777012, implanted: 2009 (B)(6), product type catheter product ID, 8709sc serial# (B)(4). Implanted: 2008 (B)(6). Product type catheter. (B)(4).